Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: batch number is not known, the list of batches supplied to the end customer in the last year: 116274, 116445, 117293, 117372, 117394, 117432 and 117462. Samples received: 1 open pouch. Analysis and results: there are no previous complaints of any of the possible batches. Manufactured and distributed (B)(4) units of batch 116274; (B)(4) units of batch 116445; (B)(4) units of batch 117293; (B)(4) units of batch 117372, (B)(4) units of batch 117394; (B)(4) units of batch 117432 and (B)(4) units of batch 117462. Received an open and used sample with the needle detached from the thread. Checking the detached needle received we have noticed that there are marks of needle holder/surgical instrument in the needle attachment zone. The needle has been damaged during handling of the suture as can be seen in the enclosed picture and the needle detachment from the thread is caused by wrong handling. In the precautionary notes of the instructions for use of the product it is stated "care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage". Final conclusion: complaint is not justified. Without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: japan. When opening the package of the product, the needle and the thread had already come off.